Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer with supplemental information from the nurse in the USA of peritonitis in a patient coincident with dianeal ambuflex and dianeal ultrabag therapy for peritoneal dialysis (pd). Therapy with dianeal ambuflex and dianeal ultrabag was ongoing. During a call with the baxter customer service, the following information was provided. On (B)(6) 2012, the patient was diagnosed with peritonitis. On (B)(6) 2012, the patient was hospitalized for the event. The cause of the peritonitis was unknown. The patient reported feeling constipated but neither the wife nor the pd rn could confirm the event. Treatment information was not reported. On (B)(6) 2012, the patient was discharged from the hospital. At the time of this report the patient was recovering from the event of peritonitis. Per the nurse, the event of peritonitis was unrelated to dianeal therapy.

Manufacturer narrative:
(B)(4).this report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 3 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number h12b24085 and no exceptions were observed that were related to the reported condition. The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.